Manufacturer narrative:
(B)(6). The products remain implanted in the patient and are not available for inspection. The patient was enrolled in a clinical study (B)(4) for sfa. The patient had two stents implanted during the study index procedure: a smart control iliac 7 x 40 and a 120/150 smart sfa 7 x 150. The stents were implanted without any reported product issue or adverse event (ae). The target lesion was the proximal to the middle portion of the left femoral artery. The rate of stenosis was unknown. Approximately thirty-two months after the study index procedure, the patient experienced claudication of the left leg. One month later, the patient was noted to have no pulse at the level of the left popliteal artery which was suspected to be due to a new lesion in the left iliac artery or an in-stent-restenosis in the superficial femoral artery. Approximately thirty-four months after the study index procedure, balloon angioplasty (poba) was performed on the left superficial femoral artery, the common femoral artery, and the right external iliac artery. The patient was reported to have recovered two days later. Additional information was requested and reported to be unknown: what is the patient's medical history; were the two (2) stents implanted during the study index procedure implanted in overlapping fashion (and if yes, how much overlap); was one or both of the study stents noted to have been restenosed; what was the patient¿s medical regimen post-index procedure; was the patient compliant with the post-index procedure medical regimen; was the adverse event reported to be related or unrelated to the study devices; was the adverse event reported related or unrelated to the study index procedure. No additional information was available. (B)(4): the products were not returned for analysis. A device history record (DHR) review of lot 15687657 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): a device history record (DHR) review of lot 15844403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿in-stent peripheral artery restenosis no alleged quality issue¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The use of angioplasty and stenting in the femoropopliteal arteries usually results in initial high technical success rates of over 90%. It has been well established in the literature that late clinical failures remain an important limitation of endovascular therapy in this vascular territory. Studies have shown restenosis rates of up to 60% within one year for stenting and up to 70% within one year for angioplasty alone. A small subset of patients appears to have exaggerated neointimal hyperplasia leading to early in-stent restenosis. This can be seen even in the setting of dual anti-platelet therapy and these factors may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00504 and # 9616099-2016-00505. Please note that this is the initial/final report for this product.

Event description:
As reported, the patient was enrolled in a clinical study (B)(4) for sfa and the case number is (B)(4). The patient had two (2 each) stents implanted during the study index procedure: a smart control iliac 7 x 40 and a 120/150 smart sfa 7 x 150. The stents were implanted without any reported product issue or adverse event (ae). The target lesion was the proximal to the middle portion of the left femoral artery. The rate of stenosis was unknown. Approximately thirty-two months after the study index procedure, the patient experienced claudication of the left leg. One month later, the patient was noted to have no at the level of the left popliteal artery which was suspected to be due to a new lesion in the left iliac artery or an in-stent-restenosis in the superficial femoral artery. Approximately thirty-four months after the study index procedure, balloon angioplasty (poba) was performed on the left superficial femoral artery, the common femoral artery, and the right external iliac artery. The patient was reported to have recovered two days later. Additional information was requested and reported to be unknown: what is the patient's medical history; were the two (2) stents implanted during the study index procedure implanted in overlapping fashion (and if yes, how much overlap); was one or both of the study stents noted to have been restenosed; what was the patient's medical regimen post-index procedure; was the patient compliant with the post-index procedure medical regimen; was the adverse event reported to be related or unrelated to the study devices; was the adverse event reported related or unrelated to the study index procedure. No additional information was available.